Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2024. Date of event is an approximation. The patient had a cgm accuracy issue 6 days after the sensor was inserted into the thigh. On 06/16/2024, the patient¿s cgm value on her omnipod insulin pump was low mg/dl. No bg meter comparison was taken. The patient self-treated with "more sugar" due to the cgm reading of low mg/dl. That night the patient began vomiting and became dehydrated. The following morning on 06/17/2024, the patient¿s father brought the patient to the (ER) emergency room. At the ER, the patient¿s bg meter reading was ¿almost 500 mg/dl while the cgm was reading low mg/dl. The patient was admitted to the intensive care unit for diabetic ketoacidosis and was treated with insulin and unspecified ivs. The patient was discharged on (B)(6) 2024. The patient was ok at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when cgm was showing low on 06/16/2027, the reported glucose values fall within the d zone of the parkes error grid when the patient was admitted for dka. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.